Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of 793 mg/dl. The customer felt symptoms of vomiting, shortness of breath, and unable to sleep. The customer was treated for their blood glucose with a lantus. The customer was assisted with programing the right time and date on their insulin pump. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.